Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had a foreign body in the control unit air water cylinder tube and foreign material was also found in the air water channel at the distal end of the insertion part. There was no patient involvement.